Event description:
The customer reported that the trigger was stuck in the on position. There was no reported patient involvement and no user or patient adverse consequences reported.

Manufacturer narrative:
The device was received for evaluation and it was confirmed that the reverse trigger was stuck. According to the investigation details, the trigger was found to be worn and debris was found inside the trigger slot. The most likely cause for the corrosion is improper cleaning practices by the account. The instructions for use supplied with this handpiece detail the proper cleaning and sterilization procedures to be followed. The handpiece has since been repaired and returned to the account.